Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). The other two proglide devices and a starclose se device referenced are being filed under separate medwatch MFR numbers. (B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported suture deployed in the tract and not in the artery was confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the sutures reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, additional information was received: one of the failures, the physician said he thought the suture was deployed in the tract and not in the artery because as he pulled a slight amount of tension on the rail he pulled the knot out. The devices were used in the preclose technique. The physician is established in the preclose technique. User facility medwatch stating: event desc: at the conclusion of an angiogram, two devices were used to attempt to close a femoral artery. Another device was used and the patient was not harmed. This facility has had a total of four similar events with this device. All four devices were returned to the manufacturer. All four devices had the same lot number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath after a carotid stenting interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.